Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. The device was electively explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached.